Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer stated that they also had a pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 53 and failed battery alert found on (B)(6) 2021. Pump passed displacement test, sleep test, active current test, and self test. No unexpected alarms/alert/anomalies noted during testing. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. Verified pump error 53 on (B)(6) 2021 at start time 00:00:22.000, filenumber = (B)(6), linenumber = 5632. The following battery alarms/alerts were noted on event date: battery failed alarm [58] on 12/28/2021 at start time 23:02:16.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay pump error 53 confirmed due to software issue. No battery failed alarms noted during testing, battery failed test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.